Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defect was found with the device during evaluation, therefore we can confirm this complaint. It was found that there was a short circuit in the motor cable. The motor cable was replaced to correct the identified failure. The device was cleaned, repaired and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the identified failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado handpiece was defected. No patient consequence and no surgical delay was reported. No additional information was provided. Additional details could not be provided by the affiliate but they could confirm that no patient or user consequence occurred.